Event description:
The caller alleged discrepant results when repeated the test in two different inratio meters. The results are as follows: 3.0, 1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test with two different inratio meters at the time complaint was filed. Complaint results and calculations are as follows: as per internal procedure if %cv is greater than the %20 the criterion is not met. This event the %cv is 72.44 criterion is met. Product will be investigated.